Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow-up the bifurcated stent graft was found to have migrated distally 3 cm with a large type I endoleak present. There is a good seal zone. The stent graft migration was because the aortic neck was angulated (unknown how much) but it was long. Currently the aortic neck diameter is about 22-23, not much change from the time of implant. The patient was treated with a 28x28x70 endurant aortic cuff with good result. An extension with a 16x10x93 endurant limb was done in the right external as a precautionary measure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (disease progression; neck dilatation and tortuous anatomy.); patient's condition affected effectiveness of device (aortic neck was angulated). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck was angulated).